Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the device from the customer. The blender will be returned to the germany service center for investigation. Upon completion of the investigation a follow-up report will be submitted at that time.

Event description:
The customer stated that there is gas coming out of the air hose when the oxygen is connected to the wall outlet. There was no patient involvement as this leak was discovered during the testing of the unit.

Manufacturer narrative:
Results of investigation: the blender was sent to the (B)(6) repair center where the reported issue was reproduced and isolated to the duckbill washer missing from the air connector duckbill valve. The washer was installed and the blender was tested and calibration was verified.